Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided indicates that the fragment was successfully retrieved from the patient. There was no additional equipment or procedure required to retrieval the fragment. An additional (replacement) bur was used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product analysis indicates that one opened sample was received. There was a residue consistent with biological contaminants on the device. Visually, the tip was missing which would have resulted in the reported event. The estimate length of the detached component was approximately 1/2¿ to 3/4¿, breaking at the spiral wrap. The detached portion was not returned. The spiral wrap was twisted in on itself in a clockwise direction at the break point which indicates excess torsional load and aggressive use. There was gouging and thinning of the distal end of the outer tube wall, which is an indication of excess pressure applied to the bur while in use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a high speed bur broke while drilling the frontal sinus. The bur was removed without incident. There was no patient injury.